Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system. Patient 1 tsh result of 0.362 miu/l versus the expected result of 0.520 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The initial patient result of 0.362 miu/l was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(6).

Manufacturer narrative:
The investigation has determined that a lower than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system. A definitive assignable cause for the discordant lower than expected vitros tsh result could not be determined. Based on historical quality control results, a vitros tsh lot 7100 performance issue is not a likely contributor to the event. Precision testing of the vitros xt7600 integrated system was not performed when requested, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7100.